Event description:
Same case as MFR # 2134265-2011-02734. Same patient as MFR# 2134265-2011-02934, 2134265-2011-02935, 2134265-2011-02941. It was reported that during a stenting treatment procedure, a balloon rupture occurred. The target lesion was located in the left anterior descending (lad) artery. Three taxus express2 stents, size 3.0x12mm, 3.0x32mm, and 2.5x24mm, were implanted in the left anterior descending (lad) artery. Two years later, a 3.5x18mm non-bsc stent was placed in the proximal lad. Two years later, in-stent restenosis was noted in. Ivus was not performed. Plain old balloon angioplasty was performed to treat in-stent restenosis of the lad. While advancing a 20x2.0mm maverick2 monorail balloon catheter resistance was encountered proximal to the 3.5x18mm non-bsc stent. The balloon catheter crossed the target lesion, however prior to inflation, when applying negative pressure "blood flew back." The physician suspected that the balloon had already ruptured. The device was removed intact and exchanged for another 20x2.0mm maverick2 balloon catheter. The 20x2.0mm maverick2 catheter was advanced to the lesion and again prior to inflation, "blood flew back". It was noted that this balloon had also ruptured. The maverick2 catheter was removed intact and the procedure was completed with a flextome and non-bsc cutting balloon. No additional patient complications were reported and the patient's status is good.

Event description:
Same case as MFR # 2134265-2011-02734. Same patient as MFR# 2134265-2011-02934, 2134265-2011-02935, 2134265-2011-02941. It was reported that during a stenting treatment procedure, a balloon rupture occurred. The target lesion was located in the left anterior descending (lad) artery. Three taxus express2 stents, size 3.0x12mm, 3.0x32mm, and 2.5x24mm, were implanted in the left anterior descending (lad) artery. Two years later, a 3.5x18mm non-bsc stent was placed in the proximal lad. Two years later, in-stent restenosis was noted in. Ivus was not performed. Plain old balloon angioplasty was performed to treat in-stent restenosis of the lad. While advancing a 20x2.0mm maverick2 monorail balloon catheter resistance was encountered proximal to the 3.5x18mm non-bsc stent. The balloon catheter crossed the target lesion, however prior to inflation, when applying negative pressure ''blood flew back.'' The physician suspected that the balloon had already ruptured. The device was removed intact and exchanged for another 20x2.0mm maverick2 balloon catheter. The 20x2.0mm maverick2 catheter was advanced to the lesion and again prior to inflation, "blood flew back". It was noted that this balloon had also ruptured. The maverick2 catheter was removed intact and the procedure was completed with a flextome and non-bsc cutting balloon. No additional patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed a pinhole leak at the proximal edge of the distal markerband. A microscopic examination of the balloon material and of the distal markerband, could not identify any issues which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).